Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/23/2016, that on (B)(6) 2016, the receiver displayed err 121. No additional patient or event information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.